Event description:
It was reported that a spinal failure occurred with the drug. It was also noted the patient had to receive general anesthesia instead. No patient injury or complications were reported in relation to this event.